Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the doctor saw an active motor stall and tube set message at a pump interrogation. It was also noted that a refill was done on (B)(6) 2018 , the day of the call, they were only able to pull back "about 3/4 of what was expected." The patient was experiencing withdrawal symptoms. The representative was directed to follow up with the hcp to review next steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the cause of the volume discrepancy was thought to be the motor stall. The pump was replaced on (B)(6) 2018. The patient's weight was unknown. No further complications were reported.